Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer stated the issue resolved on its own before any troubleshooting was performed.